Event description:
During bypass, perfusionist noticed dark red color in heater cooler. Decision was made to change out the oxygenator and bypass resumed without incidence. No patient injury was reported as the result of this event.